Manufacturer narrative:
Device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was between 80-90mg/dl. Reportedly the customer successfully powered the pump on and continued to use the pump for insulin therapy.